Event description:
Implant card received noting that the patient underwent a battery replacement due to battery depletion, end of service. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently left out the product analysis results. B6 relevant tests/laboratory data, including dates, corrected data: supplemental #02 report inadvertently left out the product analysis results d9 device available for evaluation? Corrected data: supplemental #02 report inadvertently did not provide the device returned date h3 device evaluated by MFR? Corrected data: supplemental #02 report inadvertently did not select 'yes'. H6 adverse event problem, corrected data: supplemental #02 report inadvertently did not include codes b01 and c19.

Event description:
Product analysis was completed on the returned generator. There was no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
The explanted generator was received, and product analysis is underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing increased seizures and that their battery was last seen to be at 0-8%. No other relevant information has been received to date.